Manufacturer narrative:
Evaluation of the console found that the touchscreen was unresponsive. To evaluate the console, the emi sheilding was realigned and then the touchscreen responded as expected. Functional testing found that the console worked within factory specifications. The reported failure of the "fluid path blocked" error message activating on the console and that the cutting function did not work could not be duplicated. The failure was due to standard wear use of the device (wear and tear).

Event description:
Per the information provided, seventeen seconds into the procedure, the cutting stopped. There was an error message on the console stating "fluid path blocked." After repriming the cutting function would not activate. Another console was obtained; the procedure resumed and was completed. There was a delay of 45 minutes while the second console was retrieved and delivered to the facility. During this time the patient was under general anesthesia. There was no harm or injury to the patient caused by the reported device failure.